Manufacturer narrative:
Sientra complaint #: case (B)(4). As this device is an accessory device for performing the lipoaspirate procedure the surgeon is still able to complete the procedure successfully using the equipment already required to perform the procedure. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The device was unboxed and hooked up to the same suction as the first device (microair) and (medela). It still had the same issue with the access cap not being completely sealed. After collecting around 650cc of fat dr. (B)(6) connected his microair to his original fat decanting cannister that he uses normally for fat transfer, and the suction was perfect. Not once was there an issue with their original system that was use. Then added auraclens to this viality unit with the fat in it and it immediately started to leak from the front cap. Once the auraclens was suctioned out of this viality then took the top lid off to get the fat from the device. Did not want to try and use the port/front cap due to the last device not having a seal on it. Not once on either device was the front cap tampered with. Once all fat was taken from this device it was then thrown away in the trash. Issues: access cap would not stay sealed to create good suction. Front cap leaking once auraclens was added to the fat. The fat from this device was still used and finished fat grafting with own equipment to finish off the case.

Manufacturer narrative:
Sientra complaint case (B)(4). Patient age defaulted to 99 as no patient information was provided. Sientra was unable to perform an evaluation as the device was discarded by the customer. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.